Manufacturer narrative:
During testing the device would not power on using ac or dc power. Further testing found a burnt component on the middle printed circuit board. No smoke, spark, or melted case were noted. The possible causes of the burnt component may be a broken component, over voltage, or a broken ac power adapter. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the svc ctr with a report from the customer contact the device would not power on ac or dc power. This is not a reportable malfunction. However, during verification testing at the svc ctr a burnt component was noted, internal to the device, on the middle printed circuit board.